Manufacturer narrative:
The freestyle librelinkup app complaint was investigated and determined that there were no issues with the freestyle librelinkup application that would have led to the complaint. The user reported issues syncing readings and a "no current data" error. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with samsung galaxy s10 with android operating system version 12. A caller reported that they were unable to access their freestyle librelink account due to delayed and/or no data transmission. As a result, the customer was unable to monitor glucose and experienced loss of consciousness. There was no report of third party medical intervention for the reported issue as no further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the adc device in use with samsung galaxy s10 with android operating system version 12. A caller reported that they were unable to access their freestyle librelink account due to delayed and/or no data transmission. As a result, the customer was unable to monitor glucose and experienced loss of consciousness. There was no report of third party medical intervention for the reported issue as no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.